Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's daughter reported there was a small drip of insulin in the cartridge compartment of the patient's insulin infusion device. The patient then got on the phone and stated he is new to this infusion device. During training yesterday, he said the insulin cartridge of the infusion device separated when the plunger remained attached to the piston rod which caused a small amount of insulin to spill. The trainer was able to detach the plunger from the piston rod. The patient was advised to use a cotton swab to remove the excess insulin in the cartridge compartment. Further attempts to follow up with the patient were unsuccessful. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.